Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked adhesive around the light guide (lg) lens and chipped adhesive around the server plug-in (z-block) and was traced to component failure, and the most probable root cause of the foreign objects in the server plug-in (z-block) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, a cracked adhesive around the light guide (lg) lens, chipped adhesive around the server plug-in (z-block) and foreign objects in the server plug-in (z-block). There was no patient involvement.